Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 343mg/dl. Troubleshooting was performed. The time and the programming on the insulin pump were correct. The customer stated that she changes the infusion set every three days, but she does not stand during insertion. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.